Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water supply was out of standard due to nozzle clogging, the curved rubber was discolored, the curved rubber adhesive was missing, the curved rubber bond was cracked, the curved rubber adhesive was cloudy, the bending angle was insufficient, the angle knob had play, the insertion tube was discolored, the operating part was removed, the tip cover was crushed, switch 1 was worn out, and the paint on the air/water supply cylinder was peeling. Scratches were found on the insertion tube, the insertion part of the corrugated tube, and switch 2. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had a defective air/water supply. The issue was found at preparation for use. Inspection and testing of the returned device found the air/water nozzle was clogged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Device manufacture date - dec 10, 2003 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the presence of foreign material in the nozzle was confirmed via the inspection report. The foreign matter was unable to be identified. There were no apparent deviations in reprocessing. Olympus will continue to monitor field performance for this device.